Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found dirty, scuffed cracked water tank cover, rusted drain fitting damaged pole clamp and old- and worn-line cord. Also contains old style pcb, drain fitting, and line cord. Investigation filled water tank, plugged in the line cord, and switched power on. The customer reported problem was confirmed. According to the investigation faulty pump caused the reported problem due to normal wear. Investigation reported that no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is faulty pump.

Event description:
Information was received indicating that there was no flow during the set up of a smiths medical hotline blood and fluid warmer. No adverse patient effects were reported.